Manufacturer narrative:
Approximate date for the event is (B)(6) 2017. The item and lot number was not provided/known by the patient. The device location is unknown.

Event description:
On april 2017 the patient reported that the abutment screw broke again 2 weeks ago (approximately (B)(6) 2017) and the abutment screw was removed and replaced to secure the crown. The patient also indicated that gingival tissue was required to be surgically removed prior to replacement of the abutment screw(s). The crown was reduced by the doctor again and occlusion was verified. The implant currently remain implanted.

Manufacturer narrative:
The unknown zimmer screw was requested but not returned to the manufacturer for evaluation. The lot number was not provided/known, therefore the DHR was not reviewed. Documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Information identified: seating tools zimmer dental abutments are seated with the 1.25mm standard hex tool, latchlock hex tool, or the spectra-cone seating tool. The use of a prosthetic torque wrench is recommended to ensure optimum torque when placing the abutment or abutment screw. When using the latchlock hex tool, operate at 25rpm or less with a maximum torque of 30ncm. The reported event was non-verifiable with the information provided. The definitive root cause could not be determined.